Event description:
The customer contact reported a leak. On an unspecified date, it was reported that the vial was filled with unspecified pain medication and was loaded into an unspecified pt controlled analgesia (pca) pump. No specific pump programming was provided. After an unspecified length of time, the customer contact reported that solution leaked from the "blue plunger" of the vial. There were no reported adverse pt effects and no reported delay of therapy critical to this pt. No medical interventions were reported. Though requested, no additional info was provided, including if the vial was replaced and the therapy was resumed.

Manufacturer narrative:
Investigation is not complete. This report represents all the info known by the reporter upon query by hospira personnel.